Manufacturer narrative:
Corrected: d3 - mfg establishment name and g1 - contact office establishment name. One (1) used device was received for evaluation. No damage or anomalies were observed during visual inspection. Upon closer inspection under magnification, a channel was observed at the tubing junction. A leak was observed at the infusate tubing outlet at the bottom of the heat exchanger. The reported issue could be duplicated. The probable cause is due to inconsistent solvent coverage at the tubing bond junction. Ta device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the device had a leakage found in the tube. The event occurred before opening/during opening/during unpacking at facility. There was no reported patient involvement.